Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, user experienced login delays on all medtations and observed same issue with bd accounts as well. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the login was delayed on stations. A technical support specialist checked that when the station connected to the identity directory service server for password authentication, the station attempted to contact the hospitals certificate revocation list server to verify that the certificate provided by identity directory service had not been revoked. Because the crl server was not responding in a timely manner, the login process was delayed. The tss reviewed this behavior and shared the knowledge article medstation es password userid authentication slowness crl server blocked by firewall to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, user experienced login delays on all medtations and observed same issue with bd accounts as well. However, there were no adverse events or injuries reported based on this event.